Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), fatigue ("fatigue"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), arthralgia ("joint pain"), depression ("depression"), dizziness ("lightheadedness") and hot flush ("hot flashes"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, dysmenorrhoea, abdominal pain, menorrhagia, psychological trauma, fatigue, migraine, headache, nausea, arthralgia, depression, dizziness and hot flush outcome was unknown. The reporter considered abdominal pain, arthralgia, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, headache, hot flush, menorrhagia, migraine, nausea, pelvic pain and psychological trauma to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal pain, menorrhagia (heavy menstrual bleeding), psych injury, fatigue, migraine, headaches, nausea, joint pain, depression, lightheadedness and hot flashes. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: plaintiff fact sheet received. New events: pelvic pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal pain, menorrhagia (heavy menstrual bleeding), psych injury, fatigue, migraine, headaches, nausea, joint pain, depression, lightheadedness and hot flashes added. Essure implant and explant date was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.